Manufacturer narrative:
This event occurred in (B)(6). The customer performed a precision check with sample (B)(6). The repeat measurement was performed 21 times, all results obtained were normal, ranged between 9.6 mg/l to 10.7 mg/l. The customer performed a carryover test by running a serum sample together with urine sample ((B)(6)), all urine results appeared to be normal. The field service representative replaced the sample syringe, reagent syringes, and sample probe. He also flushed the rinse tubing and sample flow path and confirmed the module was running within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable albt2 tina-quant albumin gen.2 results for 3 patient urine samples on a cobas 8000 c502 module. (Sample ID: (B)(6)): the initial result was 84.2 mg/l and the repeated result was 18.3 mg/l. (Sample ID: (B)(6)) the initial result was 91.5 mg/l and the repeated result was 10.2 mg/l. (Sample ID: (B)(6)) the initial result was 129.7 mg/l and the repeated result was 1.6 mg/l. The results were reported outside of the laboratory. The repeated results were obtained on 15-jan-2021. The albt2 reagent lot number and expiration date was requested, but not provided.